Event description:
Customer called regarding reservoir not being fitted properly at the outer most o-ring. Customer stated that it looks as if one portion is not looped in place and the reservoir leaked from not being securely fastened.